Event description:
It was reported that during implant attempt, the right ventricular lead was too short for the patient and it took too many turns (approximately 20 in each direction) for the screw to come out. The lead was not used and a longer lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared damaged at implant.